Event description:
It was reported the patient's left knee was revised due to a possible infection. A 6x9 cs insert was removed, washout performed, and a 6x11 cs insert was implanted. Rep reported that no further information will be available.

Manufacturer narrative:
G1 manufacturing site corrected. Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. Catalog numbers and lot codes of other devices listed in this report: cat 5510f601, lot hj29y, triathlon cr fem comp #6 l-cem. Cat 5520-b-600, lot duz4eb, triathlon prim tib baseplate - cemented. At 5551-g-320, lot d3j5, triathlon asymmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised due to a possible infection. A 6x9 cs insert was removed, washout performed, and a 6x11 cs insert was implanted. Rep reported that no further information will be available.